Event description:
Adult pt called to report migration of insert on 8/4. Went to hospital ER on 8/5 and had cystoscopic retrieval of the device. Pt reports no residual effects. This pt had migration on previous occasion. At that time pt reported "tucking" external retainer of device into meatus. Pt was advised against this practice and informed it could predispose to migration. Also instructed at that time to see md for eval of size and insertion technique. Insertion technique not verified by md. Md did report correct size device was used. At this time pt again reported "pushing up on" external retainer during insertion after removal of applicator. Again instructed to not advance any part of the external retainer into the urethra. Also again advised to see md for eval of insertion technique and device sizing. The md was contacted on 2 occasions to obtain further info but did not respond. The complaint was closed after no follow up obtained from md.